Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 1 year, 9 months from the date of pump implant. The modular cable was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen in clinic and a tear was observed on the modular cable. There were no alarms reported and patient was asymptomatic. Only the outer portion of the modular cable was affected. The modular cable was exchanged in clinic. No additional information was provided.

Manufacturer narrative:
The report of a damaged outer jacket can be confirmed based on the returned modular cable. Examination of the returned modular cable revealed discoloration of the polyurethane jacket. Further examination revealed that the polyurethane jacket had bunched up and torn approximately 4.5 inches from the controller connector; however, there appeared to be no damage to the underlying armor layer. The texture of the cable suggests that the polyurethane jacket swelled, which created an air gap between the jacket and the armor layer, leading to elongation and tearing of the jacket over time. Both the controller connector and inline connector bend reliefs showed gradient, yellow and gray discoloration and debris was observed in the molded holes. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.